Manufacturer narrative:
The insulin pump was received with an unexpected white flashing display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments/partial display due to display anomaly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that his pump was flashing. He does not know his blood glucose at the time of the incident but stated that it is around 140 mg/dl at the time of the call. The customer said that the screen did not have a message on it but that it was just flashing. The insulin pump will be returning for analysis.

Manufacturer narrative:
The correct information has been updated with this report.